Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage was found to be decreasing at a more rapid than expected rate. The ICD system software was upgraded and the physician has elected to monitor battery status on a regular basis, until 'elective replacement' has been reached. This report will be updated when further information becomes available.